Event description:
It was reported the pt was experiencing a return of symptoms and breakthrough pain. It was also reported the pt fell in 2008, and since the fall has gained 6 pounds. The pt has an intrathecal drug delivery pump implanted to treat chronic pain. It is unk what drug is used in the pump. Additional information has been requested but was not available on the date of this report.